Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8416979; common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8392722; common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8597767.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted with no complications. It is unknown which lead had caused the issue.